Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been over-delivering. It was reported that the patient would "typically turn my unit on by 6:30 am, and remove it about 11:30 pm." However, it was reported to have administered all the medication by 10:30 pm. The patient stated that one extra dose had been administered. Per reporter, the programed dose setting was 4.5 ml/hr. It was also reported that the pump would alarm "no disposable, pump won't run" when a new cartridge was attached. The alarm was resolved by changing to a new cartridge. It was also reported that the pump displayed "power cut to pump while operating" and after that "the pump reboots normally." No adverse patient effects were reported.